Event description:
The external pulse generator was returned due to a field action. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the upper case, both bail covers, ring cover and battery drawer were broken. The battery release and lead flex were contaminated. The battery contact were compressed and the ring was bent.